Manufacturer narrative:
The sample was visually inspected and no discrepancies detected. The circuit did not pass the leak test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No information is provided to date. This remediation MDR was generated under protocol (b)4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use air leak check on the product, the customer noticed the anesthesia device issued an error. No patient injury was reported.